Event description:
It was reported difficulty charging due to damaged charge port that needed cable adjustment to connect and crack in plastic casing around cartridge area of pump. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined assistance from technical support, and no corrective actions or replacements were documented, with no additional information received regarding outcome of event.